Event description:
It has been reported to co that during the procedure the balloon of this device failed to fully deflate. Reportedly, the patient went into v-tach. However, is reported to be in stable condition at this time. The device was removed and replaced and is being returned for co's analysis.